Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead had high threshold and was suspected of a fracture. The lead was programmed off, then later partially explanted and replaced. It was also reported that the physician inadvertently damaged the insulation of the new lead during the implant procedure. The lead was not implanted and it was replaced with another new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.